Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6) 2014 as part of a clinical study. According to the complainant, on (B)(6) 2014, the patient experienced post-surgical pelvic pain which was treated with ibuprofen and norco to be taken as needed. On (B)(6) 2014, the patient reported perivaginal ecchymosis and hematuria, which did not require intervention or treatment. The investigator for the study reported that all three of the events (pain, ecchymosis, & hematuria) were non-serious. The investigator assessed the ecchymosis and hematuria as related to the study procedure but not related to the device system, and the post-surgical pain as related to neither the index procedure nor the device. The hematuria was reported to have been resolved on (B)(6) 2014, and the perivaginal ecchymosis resolved on (B)(6) 2014.